Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, e226 scope communication error occurred, due to a faulty cable. Based on the investigation, the scope communication error was the result of a faulty cable, however, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A customer reported a hd 3cmos autoclavable camera head connection error with a suspected failure of the connection part. The issue was found during preparation for use. There were no reports of patient harm.